Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h08043, h13j22017, h13k06034, h13i23057, and h13k14046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The day before the peritonitis event, the pt was hospitalized for an unreported indication. The day after hospitalization, the pt was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, the pt was treated with fortaz (ceftazidime) (1.5 grams daily, intraperitoneally (ip)) and vancomycin (2 grams daily, ip, as a loading dose) for peritonitis. The fortaz (ceftazidime) was ongoing. The next day, vancomycin (loading dose) was discontinued and the pt was treated with vancomycin (1 gram daily, ip). The vancomycin (1 gram) was ongoing. The day after the diagnosis of peritonitis, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available.